Event description:
Reportedly, there are multiple episodes of noise on both a & v channel leading to mode switches and inhibition of ventricular pacing. What is the origin of the noise ? What are the recommendations ?